Event description:
Medtronic received a report regarding poor visualization using onyx.  The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). The angiographic result post procedure showed an avm. The avm is in an eloquent region. The patient's vessel tortuosity was moderate. It was reported that onyx was injected through apollo, but it was difficult to check the visibility. The treatment was completed using another onyx (shaking finished). It was reported there was poor onyx visualization. The speed setting on the shaker was 8. Onyx was shaken for 25 minutes. The onyx vial did sit more than 5 minutes prior to injection. It is not specified if the physician had re-shaken the vials. The physician injected the onyx immediately after mixing. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an apollo 1.5 microcatheter, syncro 10 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.